Manufacturer narrative:
Date of report: 10sep2021.

Event description:
The customer reported that the device¿s touchscreen was unresponsive. The device was not in use on a patient. No patient or user harm was reported. The customer states touchscreen is unresponsive on the lower half of screen and fails calibration. The remote service engineer (rse)advised the customer to replace the touchscreen. The customer has ordered part but has not yet arrived. It is unknown when the part may arrive. The customer has taken the responsibility to correct/repair the device.

Manufacturer narrative:
The customer replaced the touchscreen to resolve the issue. The unit was tested, and it was returned to service.